Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The product lot number was not provided, therefore, the manufacturing records could not be reviewed.

Event description:
The physician reported that in the past he has experienced difficulty delivering pod packing coils(podjs) using lantern delivery microcatheters (lanterns) with continuous flush. There was no report of an adverse effect to the patients.